Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer also reported to have been hospitalized. Call was dropped. Spoke with customer again and customer reported to have been hospitalized on (B)(6) 2015 with blood glucose of 300 mg/dl. Customer went to the emergency room due to high blood glucose. Customer was given insulin and kept hydrated. Troubleshooting was performed on insulin pump. During troubleshooting, customer reported that there was one small air bubble in infusion set. Customer was assisted in releasing air bubble. Customer states that he will go through settings with healthcare professional. Customer states that insulin pump would not allow a programming of 6.5 units without a no delivery alarm, only a 3.5 unit. Customer would call back when in receipt of tubing clamp in order to complete troubleshooting.